Event description:
The sense pace lead adapter was broken and causing noise which charged the ICD repeatedly and resulted in low battery voltage. The adapter was explanted on 12/7/93. There is no indication that the ICD did not function properly.